Manufacturer narrative:
B3 event date: event date estimated as event reported to have occurred in 45 days post implant.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was implanted (B)(6) 2024. The patient was discharged. The patient had a routine 45-day follow-up transesophageal echocardiography (tee) and there was a mobile thrombus noted on the top/center of the polyethylene terephthalate (pet) fabric on the face of the watchman flx pro closure device. The patient was on dual antiplatelet therapy (dapt) at the time of the event and was reported to not have been compliant with the medication regime. The patient was placed on eliquis and discharged home.